Event description:
It was reported that the patient had to seek treatment at an emergency room due to hyperglycemia. The patient's blood glucose (bg) levels rose above 700 when they were unsuccessfully able to activate a pod. Treatment for the patient's high bgs included unspecified fluids and manual injections of insulin. The ER visit was concluded on the same day following treatment. Further information regarding the event was not provided as the call was disconnected. Three good faith attempts were made to obtain additional details but were unsuccessful. If new information becomes available, this report will be updated accordingly.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.